Event description:
It was reported that during preparation for a pulse field ablation (pfa) procedure a faradrive steerable sheath clear was selected for use, air was found in the device, sheath was replaced and procedure was completed successfully. No patient complications were reported. Device is expected to return.